Event description:
The user facility reported that during implant procedure for impella 5.5, prior to any patient contact, following prior automated impella controller (aic) replacement, it was noted that the side arm of the holder where the purge disk goes in, in the current aic was broken off. The aic was once again replaced. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
There is no association between impella use and the outcome.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. The cause of the issue was a broken purge retainer. B5, d9.